Event description:
It was reported that during a stenting treatment procedure stent damage and vessel dissection occurred. The target lesion was located in the 75% stenosed mildly calcified and moderately tortuous left anterior descending artery. The physician predilated with an unspecified 2.5 x 12mm balloon. The 3.00 x 12mm promus element plus mr stent delivery system was advanced and deployed. Following deployment the physician noted a dissection at the proximal end of the lesion, and that the stent was not well positioned, but was well apposed. Upon advancing a 3.0 x 12mm non-bsc balloon catheter for post dilatation the balloon caught on a stent strut on the proximal end of the stent and crimped the strut down from 12mm to approximately 11 to10mm. The balloon was used for post dilatation of the proximal area of the stent and the procedure was completed with another 3.0 x 12mm promus element plus stent overlapping the previously implanted stent proximally. In the opinion of the physician the dissection was not caused by the 3.0 x 12mm promus element plus stent. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).